Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the pin was missing from the hinge. Both handles conformed to the drawings and processes at the time of manufacture. However, not all parts were returned to complete the investigation. Therefore, this complaint is indeterminate from a manufacturing standpoint. A product development event evaluation was also performed. The instrument did not show signs of damage. Based on the returned product, the forceps failed at the hinge. The fastener that couples the two halves of the instrument somehow disengaged and was not returned with the complaint. Because the fastener was not returned, it was not possible to determine how or why the failure occurred. This complaint is indeterminate from a design standpoint.

Event description:
It was reported that during the open reduction internal fixation of an acetabulum, the coupling on the reduction forceps broke off. All pieces were retrieved from the patient. The surgeon selected another reduction forceps and completed the procedure. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).